Manufacturer narrative:
An investigation into lot sp100157 resulted in no remarkable findings with two unrelated nonconformance revealed. Lot sp100157 was aseptically processed, terminally sterilized and met all qc release criteria. As of 6/30/2021, of the (B)(4) devices released to finished goods for lot sp100157, (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted.

Event description:
Patient representative reported that a (B)(6) yo female had a recurrent ventral hernia incisional repair using strattice, 1620002, on (B)(6) 2015. On (B)(6) 2016 patient diagnosed with small bowel obstruction and infected mesh requiring explant.